Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04215. It was reported that a rotawire became fractured. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. During platforming, outside the patient, it was noted that the rotawire broke in half. It was also observed that the new rotawire could not be loaded onto the burr. Hence, the procedure was completed with another of the same peripheral rotawire and another of the same peripheral burr. No patient complications were reported and the patient was doing well after the procedure.

Event description:
Same case as MDR ID: 2134265-2018-04215. It was reported that a rotawire became fractured. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. During platforming, outside the patient, it was noted that the rotawire broke in half. It was also observed that the new rotawire could not be loaded onto the burr. Hence, the procedure was completed with another of the same peripheral rotawire and another of the same peripheral burr. No patient complications were reported and the patient was doing well after the procedure.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device is broken approximately at 244 cm from its proximal end. It also presents a couple of kinks on its body, one approximately at 203 cm from its proximal section and a second one on the section where the breakage occurred. Overall length couldn't be performed because of the device being broken. Outer diameter of the distal tip, middle and proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: dfe states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism and in rare cases, death. The peripheral rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." (B)(4).